Event description:
It was reported that following a normal pump replacement two days prior to the report date, the pump was filled with drug and primed on the back table and updated at 2:00pm that day. At 3:00pm that day it was then realized that the wrong concentration of clonidine had been put into the pump as a secondary drug. They had wanted 225 mcg/ml however the pump was filled with 4.5mg/ml of clonidine. The device also delivered bupivacaine 6.0mg/ml at 1.8mg/day as well as dilaudid 7.5mg/ml at 2.25mg per day. The pump ran at a dose of 2.25mg per day with a 7.5mg/ml concentration for an hour and then the pump was turned to minimum rate. It was calculated at 0.0125ml of the incorrect mixture was pushed into the catheter. The pump then ran at minimum rate for 18.5 hours and based on calculations, 0.017ml of incorrect drug was pushed into the catheter. It was then reported on (B)(6) 2014 the pump was filled with the correct concentration and drug and was set at 2.25mg per day of dilaudid at a 7.5mg/ml concentration. The patient was not symptomatic. The device system was used to deliver clonidine, bupivacaine and dilaudid. It was later confirmed the medication error was corrected and according to calculations the patient was now receiving the correct drug and dose. There was no adverse event or symptoms as a result of the medication error. It was confirmed the wrong drug concentration was put into the reservoir for clonidine. The primary drug (dilaudid) had remained the same and the pump was primed on the back table with 0.3ml over nineteen minutes as the catheter was not aspirated. The pump reportedly infused for two hours or 0.0268ml and then programmed to minimum rate for eighteen hours. The pump reservoir drug was changed out and programmed successfully as reported. It was later reported that the patient was receiving therapy with no complaints per the health care provider (hcp) office.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8590-1, lot# n117838, implanted: (B)(6) 2007, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).